Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included all required bench tests without duplicating the report. An internal inspection found no discrepancies. The ECG shields were replaced with current revision as a precauton. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.